Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, part of the blade had broken off into the patient. The piece was retrieved and another device was opened. There were no patient consequences reported.